Event description:
It was reported that the device gave an error 3. No pt consequence reported because there was no procedure involved, the device has been tested by the biomed.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specs for continuity. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found.